Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose and suspected ketoacidosis. Customer¿s current blood glucose is 190 mg/dl and blood glucose before lunch was 115 mg/dl. The customer presented inflammatory reactions at the site of insertion of the cannula, with hyperemia. The customer has been taking antibiotics. The physician prescribed an ointment for skin decolonization. The insulin pump will not be returned for analysis.